Manufacturer narrative:
Concomitant medical products: 7120q lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been experiencing syncope for the past six years. They have also experienced light-headedness and blurry vision. The patient was wondering what could be causing this. No further information was available. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.